Manufacturer narrative:
Siemens conducted a retrospective review and re-evaluated this complaint. Siemens has now deemed that this complaint now meets the requirement for reporting under 21 cfr 803. Siemens has completed an investigation of the event. The root cause was determined to be a hardware error. Since the dipp (digital image pre-processing) boot up procedure did not start at all, based on expert discussion and experience, it is very likely that the flat panel detector receiver (fdr) board had a bad contact within the real time controller (rtc), which caused the fdr to lose its link to the rtc. The complete rtc was replaced by a service engineer and the error was not reported again. A possible error accumulation or even a systematic error, which would lead to a corrective action of the installed base, could not be determined by the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q ceiling system. During an emergency procedure, the user reported that x-ray could not be released. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved.